Manufacturer narrative:
(B)(6). The device remains implanted in the patient and is not available for evaluation; therefore product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iritis and elevated iop are identified in the labeling as known inherent risks of glaucoma stent surgery. The instructions for use (IFU) indicate that the surgeon should monitor the patient postoperatively for proper maintenance of intraocular pressure. MFR reference# (B)(4).

Event description:
It was reported through a clinical trial that approximately ten (10) weeks following cataract surgery and trabecular microbypass stent surgery, a patient presented with iritis and iop increase, requiring treatment with prednisolone and alphagan respectively. In addition; at approximately six (6) months postoperatively, the patient presented with mild epiretinal membrane, which did not require treatment. The iritis resolved and the patient remains on medication for their iop.